Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports patient (pt) has "itching and hives" around the ins site. Allergist told pt they have an allergy to nickel. Rep said the scs system is intact and the lead is still connected to the ins. No device issues reported. Additional information was received from a healthcare provider (hcp). It was reported that the hcp was calling from (B)(6) / dr. (B)(6) and was referred by dr. (B)(6) (5618551999). The hcp reported that the patient has hives. The caller did not know when the hives started. She reported the hives must have been awhile since (B)(6) only takes referrals. Technical services reviewed drs, materials, and fax implant manuals. Patient reported they had determined the ins caused them to have an allergic reaction so they had the ins battery removed about 4 years ago, but the lead was left in their body and tied off. Patient recently had a CT scan and inquired if they could have an MRI with the abandoned lead still present; agent reviewed they may qualify for conditional head-only scan, depending on the location of the abandoned lead. Agent redirected the patient to hcp.